Event description:
A dilatation was observed in a graft that had been implanted for reconstruction of the descending aorta in 1993. An aortic aneurysm was also observed. A portion of the graft was explanted and replaced by a new graft. Pt was reported to be fine. No add'l info was provided.